Event description:
Boston scientific crm received information that the lead safety switch tripped on the right ventricular lead due to unknown impedance measurements. The lead will be monitored.

Event description:
Additional information was received that indicated the patient expired due to non-device related reasons. The lead was explanted and returned for analysis

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed severed lead with only 72mm of the proximal segment returned. Dried body fluid was also noted throughout the lead lumen. Field allegation was not confirmed.